Manufacturer narrative:
Brand name: silicone ultraviolet-absorbing posterior chamber single piece foldable intraocular lens (elastic®) with toric optic. (B)(4). Lens not returned.

Event description:
The reporter stated the surgeon inserted an aa4203tl single-piece silicone lens with toric optic, 14.5 se/2.0 diopter, in the patient's eye and the lens tore. The lens was removed in pieces within the same surgery and there was no patient injury. The lens was discarded.